Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 175 mg/dl. Customer stated that the tubing is not bent or kinked. Customer was explained that strain on the tubing at the tubing connector cap may contribute to a no delivery alarm. Customer stated that they have not tried all remedies. Customer will monitor the issue and speak with their health care provider. Customer will be sent samples of different infusion sets to test in case the new length of cannula does not work. Customer called back again and was still receiving no delivery alarms. Customer does not want to troubleshoot. Customer wants the pump replaced. No further assistance required.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.